Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a missing door latch assembly was confirmed during product evaluation. This condition was caused by a broken door in the door latch area. The pump head door and required parts were replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of december 31st, 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Event description:
The facility representative contacted baxter to report a flogard pump in which during the particulate matter initial inspection, a technician discovered a missing door latch assembly. This condition has the potential to cause an interruption of delivery. It is unknown if there was patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.